Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced pre-syncope, syncope and bradycardia. It was noted the patient had a recent fall. The patient went into bigemeny and it was noted that there was a drop in r waves and a sensing issue with pacing inhibition, oversensing and pauses on the electrocardiogram (ECG). The implantable pulse generator (ipg) was reprogrammed. Later that day the patient went into bigemeny again and then into complete heart block with no pacing. A venogram showed that the left subclavian vein was occluded. The pacing system was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.